Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that an unknown number of years post implant of this valved conduit, the patient presented with progressive fatigue and exercise intolerance. Echocardiogram showed a peak gradient measurement of 90 mmhg with mean gradient of 50 mmhg. The conduit was dilated to 20 mm and two stents were implanted prior to a transcatheter pulmonary bioprosthetic valve (tpbv) implanted valve-in-valve into the conduit. No adverse patient effects were reported.